Manufacturer narrative:
Additional information was received on 7/19/2019 indicating the date of event was (B)(6) 2019. The patient age at the time of event was 47 years old. The date of implantation was (B)(6) 2019. The side the deflation occurred on was identified as the left side. The patient underwent removal and replacement with non-mentor breast implants. Additional information received on 8/6/2019 indicated the device was discarded by scrub tech by mistake. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(6) 2019.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation. It is unknown which side the deflation occurred on. As a result, the patient underwent removal and replacement with a non-mentor breast implant on (B)(6) 2019.